Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. During troubleshooting, the reporter indicated that the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2015 with the following findings:a review of the black box showed loss of prime related to cartridge changes on 01/10/2015 at 08:59; deliveries resumed at 09:26. The black box showed a manual time change on 01/10/2015 from 12:23 to 10:25 then to 12:26. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised on a 1.0unit per hour basal rate, and at the end of testing the basal history correctly showed 1.0unit per hour and the total daily dose correctly showed 24.0units. No errors, alarms, or warnings occurred during investigation. The complaint could not be duplicated.